Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
A report was received from health canada's canada vigilance program which states, "alaris IV pump delivered tpn in approx 15 hrs. Tpn volume was supposed to be delivered over 24h. Pharmacy verified volume of tpn bag was dispensed correctly. Nurse and reporter verified infusion rate was set correctly. Pump removed from bedside and sent to biomed dept for evaluation. Pump # (B)(4)." There was patient involvement with unspecified medical intervention.